Event description:
Catheter fractured during re-wiring portion of modified seldinger technique for insertion of a femoral central venous catheter. Unable to retrieve internal portion. Surgical femoral vein cutdown did not reveal catheter outside of the vein. Guidewire was left in position.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 215 mg/dl (advantage) and 109 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.